Event description:
It was reported that during laparoscopic surgery, user noticed "a foreign material in abdominal cavity." User removed foreign material using metallic forceps via trocar placed in abdominal cavity.

Event description:
It was reported that during laparoscopic surgery, user noticed "a foreign material in abdominal cavity". User removed foreign material using metallic forceps via trocar placed in andominal cavity.